Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On october 16, 2017, it was reported that the device was not working and was making a strange sound. On october 31, 2017, it was clarified that the issue occurred during surgery. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use with delay of 30 minutes. The event was not identified immediately upon opening the device and before first use. The event did not occur during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The harvested graft was usable and no additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on october 18, 2017 revealed that the motor was running below motor speed specification at 4,300 rpm. The control lever torque testing was not performed. The calibration was out of calibration at all four settings. There was a noisy sound with the device. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on october 26, 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, reciprocating arm, needle bearing and ball bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running below motor speed specification and there was noisy sound coming from the device. The root cause of the device not working was due to the motor running below specification. The motor running below the required specifications would cause the device to not oscillate the reciprocating arm and therefore prevent the dermatome from cutting properly. While the service technician confirmed the noise issue, it cannot be determined precisely what caused the noise issue to occur with the device. Therefore, the root cause of the strange noise could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not working as it was making strange sounds. The reported issue occurred during surgery. A delay of 30 minutes was reported in order to retrieve an alternate device. An additional graft was harvested. No additional adverse events were reported as a result of this malfunction.